Manufacturer narrative:
The offset cup positioner/impactor was returned and evaluated. A visual inspection confirmed that the strike platform had sheared off the device; the strike plate was returned. The fracture point left sharp burrs on both parts; however, damage consistent with repeated impacts was observed where the strike plate is welded on the impactor body. This suggests that the device was still used after the impactor plate had sheared off. This device failure was likely due to fatigue-loading of the weld joint caused by repeated impacts. The threads of the impactor show no damage and accepted the corresponding mating part. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a malfunction has occurred. Impact plate of the offset impactor broke during cup impaction. All parts recovered.